Manufacturer narrative:
The customer's complaint of "a potential solex 7 catheter (lot #172347) balloon leak" was confirmed during the functional testing. During the functional pressure leak test, a pinhole leak was observed at the serpentine balloon's proximal end. The probable root cause of the pinhole leak was a latent material defect. Upon visual inspection, no physical damage was noted on the catheter, and blood had accumulated/dried up on the catheter's serpentine balloon and luer tubings. During the functional testing, all infusion ports and lumens were flushed without resistance except distal and in/out luer ports due to blood clogged. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100 psi, a pinhole leak was observed at the proximal end of the serpentine balloon, thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the solex 7 catheter with lot #172347.

Event description:
On (B)(6) 2022, the solex 7 catheter (lot #172347) was placed into the patient's left internal jugular (ij) vein without difficulty initiating the ivtm therapy for cooling a post-cardiac arrest patient. During the normothermia phase of the ivtm therapy on (B)(6) 2022, the nurse noted a pink tinge inside the out luer tubing of the solex catheter. There was no decrease in the volume of the saline solution, and the thermogard xp ivtm system generated no alarm. The nurse stopped the ivtm therapy and removed the catheter without harming the patient. The customer suspects a potential catheter balloon leak. The customer did not replace the catheter because the patient was at the target temperature, being maintained at normothermia. There was no device malfunction reported on the thermogard system. No harm to the patient.